Event description:
A valiant captivia was implanted during the endovascular treatment of a 70mm thoracic aortic aneurysm. It was reported during index procedure prior to placing the valiant graft, the physician performed a left carotid to left subclavian bypass. While attempting to plug the left subclavian artery distal to the vertebral artery the non-mdt occluder kept pulling back. The physician unsuccessfully made serval attempts until a clot was identified on the occluder and it was noted that the long 7fr. Destination sheath had no blood flow and also contained a clot. The physician then decided not to occlude due to having to cross over the vertebral artery numerous times and also due to the presence of the clot. The physician then implanted the valiant captivia stent graft at the level of the carotid artery. The day after the index procedure the patient had symptoms of aphasia and a CT confirmed a stroke. No endoleaks were identified. As per the physician the cause of the stroke was due to the placement of the non-mdt device. No additional clinical sequelae was provided and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.